Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. During the course of attempting to pair a new transmitter, the patient experience a rise of her sugar level. Particular symptoms of hyperglycemia were not reported. The sensor and expired transmitter were attached to the patient during the event; however, the sensor was not in session. It was not documented nor asked how long the patient had been out of an active sensor session at the onset of symptoms. There were no blood glucose (bg) values provided but it was noted that the values were critically high. The patient was transported to the emergency department. There, the bg was 700 mg/dl. The hyperglycemia was treated with an insulin drip and humalog and nph insulins. At the time of the report, she was still in the hospital and in good condition, only waiting for the device to be fixed before discharge. There was no documentation of further medical evaluation or intervention for hyperglycemia. During troubleshooting with dexcom technical support, it was discovered that the transmitter attempting to be paired was expired and the newly unboxed transmitter has been discarded by mistake. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. Although the patient required medical intervention during inpatient hospitalization for hyperglycemia following a failed pairing, the patient was aware that the cgm was not working, was checking finger sticks, and went to the hospital based on her symptoms and blood glucose finger stick. No additional patient or event information is available.